Event description:
It was reported the laparoscope, gynecologic exhibited light source was dim/black.. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.